Manufacturer narrative:
Correction - d4 & h4 - incorrect lead data was given in the initial report.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented for implant and the lead was unable to be placed in the left ventricle. The physician elected to use a different lead and successfully completed the implant. The patient had no adverse consequences.